Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer dismissed the occlusion alarms and only addressed them when the customer's blood glucose (bg) levels were elevated. The occlusion alarms were addressed by performing infusion set changes. The customer's bg level was 414 mg/dl and a correction bolus was performed to address the bg levels.